Event description:
When the operation was completed, the anesthesiologist unlocked the table to turn it to a more advantageous postion relative to the anesthesiology machines to extabate the patient and wake him up. When the foot pedal was released, the end of the table with the patient's head started to lower and the patient started to slowly slide head first down the table. The knee straps were in place, which helped slow the descent. The personnel in the or instantly reacted to hold the patient from touching the floor and upright the table. The patient was awakened, examined, and x-rayed. Later, an MRI was done and the patient saw a neurosurgeon. The diagnosis was cervical radiculopathy, treatment prescribedf was traction, cervical collar, and physical therapydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: factory trained/authorized/owned service organization. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, expected wear/deterioration, telemetry failure. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.